Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-29, serial#: (B)(4), ubd: 11-jan-2019, UDI#: (B)(4), product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted according to standard procedure and a venogram showed mild-moderate paravalvular leak (pvl). A post-implant balloon aortic valvuloplasty (bav) was performed with a 25 mm non-medtronic balloon but did not reduce the pvl. Following the bav, there was a leak observed between the aorta and the right ventricle which was initially diagnosed as an aorto-right ventricular fistula. It was decided to implant a second valve in a higher position in an attempt to minimize the leak. A second valve was implanted but the leak from the aorta to the right ventricle remained and was determined to be due to an aortic rupture. The patient¿s condition continued to deteriorate despite the physician¿s efforts and the patient subsequently expired from the rupture. No autopsy was performed. It was reported by the physician that the valve did not cause the aortic rupture. The patient anatomy was reported to be calcified at the level of the aortic annulus.